Manufacturer narrative:
Date of event: unknown. Expiration date - unknown due to unknown lot number combination. UDI - unknown due to unknown part/lot number combination. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part/lot number combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. One report is being submitted for the reported 15 occurrences due to the lack of specific patient demographics. Percutaneous vascular closure using an anchored collagen plug literature review.

Event description:
The following was reported through literature review: the article entitled, percutaneous vascular closure using an anchored collagen plug provides effective haemostasis following both antegrade and retrograde femoral arterial punctures, 1078-5884, 2014 (B)(6) society for vascular surgery, published by eslevier ltd. 15 occurrences of failure to deploy during antegrade deployment was reported. Simple failure to deploy with no bleeding complications was managed with manual pressure. Patients with failed deployment and bleeding complications were observed overnight. These patients did not require further intervention and were problem-free at routine follow-up at the vascular surgical outpatient clinic. Patient condition was reported to be stable. The article did not specify how many instances of failed deployment with bleeding complications were associated with the antegrade deployment.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.